Manufacturer narrative:
Device serviced by a third-party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, damaged buttons on upper enclosure was found. The device was need to repair. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.